Manufacturer narrative:
H3:81 others: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that while bellavista1000 us ventilator is in hfot mode, display turn off and stopped cycling during patient use. Patient became desaturated into the 80% and unable to get the vent to turn back on. Customer confirmed that the patient was removed from the device because of the issue.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6. H3 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause not established. Logs not showing any signs of hw failures which could cause a ventilation stop. As a resolution, the main electronics replaced to resolve this issue. All work performed in accordance with bellavista 1000e service manual. Performed est and performance check, all passed. Vent is operational and meets OEM specs.